Event description:
The pt called lfs and alleged the one touch basic enhanced meter was prompting apply sample after the sample had been applied. The pt could not obtain a reading on the reported meter. No symptoms of high or low blood sugar were reported at the time of occurrence. A medical professional was contacted and no treatment was given. The customer care rep performed troubleshooting and the issue persisted. The meter was replaced and return is expected.